Manufacturer narrative:
H.6. Investigation: our investigating team has checked the customer returned sample and the retention samples visually for any contamination on the sample for the reported issue of "customer used venflon 20 g in his patients and found severe edema in the hand and since all cannulas are contaminated I am sending the sample with same batch". We have also reviewed all the sterile testing data information in the DHR and other microbiological tests done on the product during manufacturing. We sterilized (B)(4) products along with 18e1741h and no product complaints have been received on the sterilized lot. There was no qn raised on the product during the production and release processes. There was no event of any breakdown or deviation that occurred during its production or release. Our team has also investigated the packaging integrity of the product. The burst test in the DHR is found to be within specification. The burst test performed on the retention samples is also within specification. The burst test performed on the customer returned sample is also within the specification limits. The DHR of 18e1741h has no qn or any reported event noted during the production of this lot. H3 other text: see h.10.

Event description:
It was reported that bd venflon¿ IV cannula was contaminated. This occurred on 10 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer used venflon 20 g in his patients and found severe edema in the hand and all cannulas are contaminated.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ IV cannula was contaminated. This occurred on 10 occasions during use. No date/time or patient information was given. The following information was provided by the initial reporter: customer used venflon 20 g in his patients and found severe edema in the hand and all cannulas are contaminated.